Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed in the laboratory and was due to a power on reset (por) caused by low battery voltage. The low battery voltage was caused by high current drain traced to an anomalous rf module.

Event description:
It was reported that the patient presented in clinic after receiving a patient notification alert for device going into to back up vvi mode. Subsequently, the device was explanted. There were no adverse consequences to the patient.